Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the electrogram strip showed inappropriate therapy was delivered after the device had loss of withholding from the discriminators with detection of t-wave oversensing (twos) on the right ventricular (rv) lead. Further testing will be conducted. The device and the rv lead remain in use. No further patient complications have been reported as a result of this event.